Manufacturer narrative:
Symptom of hypotension during red cell transfusion using device appears limited to a small cohort of conditiions, all of which cause vascular instability in pt prior to being transfused. Such conditions, known to give rise to vascular instability, may be any one or several of the following circumstances: hemodialysis, cardiac surgery, congestive heart failure, transfusion through central lines, and use of medications that result in vascular instability, especially angiotension converting enzyme inhibitors, and rapid transfusion flow rates. In this specific case conditions were: ace inhibitors, hemodialysis, rapid transfusion rates and congestive heart failure. These conditions, per se, do not result in precipitous hypotensive reaction. It appears that some variable in blood component transfused, as well as an unidentified idiopathic factor in pt, must also be present. This pt indeed experienced second hypotensive transfusion reaction two (2) days later. It is unclear as to whether when preceding conditions and/or practices exist in proper configurations, whether device also plays a contributing role in reaction observed. Overall device has been used for multiple thousands of transfusions (in absence/and presence of above conditions), without incidence of hypotension reactions. At this health care facility, transfusions for outpatiet hiv pts were administered through this model device with no hypotensive episodes reported. There has been no correlation between mfg lots and these reactions. Lot number was not identified by user, nor was device retained. Accordingly, evaluation of mfg and field histories could not be acheived. This category of reactions appears limited to small number of health care facilities. Although this reaction could be consistent with presence of short-lived biological modifier, no evidence of such modifier was confirmed in this instance. Specific cause of this low frequency hyptensive reaction remains unidentified. Pt recovered and continues as an outpatient dialysis.

Event description:
A pt receiving a red cell transfusion during hemodialysis experienced a decrease in blood pressure from 133/53 to 121/33. Pt's temperature remained unchanged, but the pt's pulse dropped from 88 to 61. Other symptoms were nausea, headache, chills and perspiration. The transfusion was discontinued and the symptoms resolved. The pt was discharged from the facility. During a second transfusion, two days later, the pt's blood pressure decreased from 133/58 to 123/86.